Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found the cord pug was cut off and not returned. The device was carefully inspected and no missing or disengaged parts were found on the outer body. The device was disassembled and no damages or missing parts were found inside the device body internal components. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: na (other). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy procedure, the pieces fell off, however, they could not identify which product those pieces belonged to. Nothing fell into the cavity. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.